Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported that the patient had their surgery yesterday to get a new battery. When attached to the new battery the lead was checked for impedances and contact 4 was out, greater then 40,000 ohms. Patient was programmed around this and achieved 3 good therapy settings that covered all areas of pain. The issue was resolved.